Event description:
Patient was diagnosed with multi-vessel coronary artery disease and was referred for CABG surgery. Patient was declining and surgeon requested impella and impella rp (rt heart) be placed prior to surgery. Devices were placed, but there was difficulty placing the catheter for the impella rp due to patient's anatomy. During insertion the catheter broke. Another catheter was successfully placed, but the patient continued to decline and expired in the cath lab. FDA safety report ID# (B)(4).